Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The photos and samples were evaluated and the tubes contained white powder additive that met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was an issue with foreign matter. The following information was provided by the initial reporter: the user complained that white powder was found inside the tube.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for foreign matter with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that before use of the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was an issue with foreign matter. The following information was provided by the initial reporter: the user complained that white powder was found inside the tube.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9004637. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-01-04. Medical device lot #: 9036787. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-02-05. PMA / 510(k)#: k901449. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes there was an issue with foreign matter. The following information was provided by the initial reporter: the user complained that white powder was found inside the tube.